Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer provided part ID for flow sensor assembly and emailed latest service manual. The customer advised via email that this unit has been repaired and placed back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit fails air flow testing, there was no patient involvement.